Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified a damaged control flow barrel due to broken occluder feet and a cracked main body. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; leak testing and clamp-function testing identified a leak through the set due to broken occluder feet. The reported issue was verified; the cause was determined to be due to the damaged components of the control flow barrel. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). It was found that the clamp wouldn't completely close on an unspecified date in (B)(6) 2016. The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clamp of a minicap transfer set could not be completely closed. The issue occurred less than one month after use began. The transfer set was replaced. There was no patient injury or medical intervention reported. No additional information is available.